Manufacturer narrative:
The cause of the discordant, falsely elevated calcitonin results on one patient sample is unknown. Siemens healthcare diagnostics is investigating the issue.

Event description:
Discordant falsely elevated calcitonin results were obtained on an immulite 2000 xpi instrument for one patient on different samples while using reagent lots 254 and 256. The discordant results were reported to the physician(s). The patient underwent a procedure of computerized axial tomography (tac) due to the discordant results, which showed no pulmonary cancer growth. A new sample was obtained from the patient on (B)(6) 2016 and was tested neat and with different dilution factors on the same instrument, also resulting falsely elevated. The discordant results were reported to the physician(s), who questioned them. The sample was repeated on an alternate platform, resulting lower and matching the clinical picture of the patient. The corrected result was reported to the physician(s). There are no known reports of adverse health consequences due to the discordant, falsely elevated calcitonin results.

Manufacturer narrative:
The initial MDR 2432235-2016-00381 was filed on july 15, 2016. Additional information (08/12/2016): a siemens headquarters support center (hsc) specialist could not determine the cause of the discordant, falsely elevated calcitonin result as the sample was not available for in-house testing. The hsc specialist indicated that the issue appears to be consistent with an interference on the immulite assay.